Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the index procedure for treating a 56mm abdominal aortic aneurysm t, the rear screw gear of the endurant iis bifurcate stent graft detached from the main delivery system. The event was discovered during the procedure, and the entire delivery was walked off the wire without incident. The delivery system was removed without issue and replaced with another medtronic stent graft. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B5; additional information received : there was no damage noted to the device packaging and the box was sealed. The device was prepped in a normal fashion with regular force. The stent graft had been inserted into the patient prior to the issue occurring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
It was reported that prior to deployment, it was discovered that the delivery system was fractured and non-deployable. Patient did have a type 1a endoleak, but recovered and was discharged home. The ia endoleak was associated with esbf3214c103e, sn (B)(6) and no intervention was performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.